Event description:
The consumer awoke during the night to a fire within her bedroom. Fire partially consumed a power wheelchair that was located next to the pt 's bed. Location of items within the room prevented her escape. Pt was taken to the hospital and later passed away with burns to over 85% of her body.

Manufacturer narrative:
Device is in the possession of the family of the user. A copy of the responding fire dept's report was received, but is inconclusive as to origin. Nondestructive inspection of the remains of the wheelchair was conducted at the scene of the event. Photos of the scene and the device were taken. That inspection was inconclusive as to the role the device may have played in the event. Malfunction of the device has not been established. Indications are that the device was being recharged at the time of the fire. Possible ac extension cord damage leading to and external to the device is viewed as a potential ignition source. MFR is attempting to arrange a more in depth destructive analysis of the wheelchair.